Event description:
It was reported that there was oversensing or noise on the right ventricular (rv) lead. It was noted there was oversensing episodes and short interval counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 564 ventricular sensing integrity counts (sic); vt-ns and high rate-ns episodes with evidence of lead noise oversensing. During the week of (B)(6) 2015, rv pacing impedance measured 1064 ohms in a rising and variable trend which returned to 700-800 ohm range. Rv lead integrity warning occurred on (B)(6) 2012 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).